Event description:
Reporter indicated that a pt was explanted due to normal end of service. The device was returned to MFR for product analysis. The end of service was verified, however, a post burn-in electrical test was performed and test specs were not met. The analysis found that the c7 capacitor was cracked. The c7 component failure did not impact device performance although the post burn-in electrical test specification for eri detection was not met. The c7 component failure would only impact the reporting of the eri status during diagnostics testing. The eri status during diagnostics testing would report a yes even if the battery were good.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.